Event description:
It was reported that, in the danish hip arthroplasty registry (dhar) from denmark, a total of five hundred and eighty-four (584) hips underwent primary tha procedures between 01-jan-2006 and 31-dec-2021, using a spectron femoral stem. From these, thirty-three (33) hips were later revised due to reasons not provided by the joint registry. No further information is available. Timeframe of registry data: implantations conducted between 01-jan-2006 and 31-dec-2021 in denmark.

Manufacturer narrative:
Reporting quarter: 2 (april 1 - june 30, 2025). Summary of adverse events: it was reported that, in the danish hip arthroplasty registry (dhar) from denmark, a total of five hundred and eighty-four (584) hips underwent primary tha procedures between 01-jan-2006 and 31-dec-2021, using a spectron femoral stem. From these, thirty-three (33) hips were later revised due to reasons not provided by the joint registry. No further information is available. Timeframe of registry data: implantations conducted between 01-jan-2006 and 31-dec-2021 in denmark. Analysis conducted: based on the most recent safety and performance evaluation, the spectron hip stem system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to this registry report, a total of five hundred and eighty-four (584) primary tha procedures with spectron hip femoral stems have been performed in denmark between 01-jan-2006 and 31-dec-2021. Thirty-three (33) revisions were reported leading to a frequency of revision of 5.65%. The following kaplan-meier revision rates with 95% confidence intervals are presented in this report: -at 5th postoperative year: 3.44% (1.9%-5%). -at 10th postoperative year: 6.16% (4%-8.4%). -at 15th postoperative year: 8.03% (4.9%-11.1%). No class average data for implantations used in primary tha were reported by the dhar. Thus, no benchmark is established based on the data provided by the dhar to compare the performance of this femoral stem based on the above rates. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.

Event description:
Based on the review of literature sources, several revision surgeries have been reported following the use of smith+nephew prostheses in primary and revision arthroplasty procedures: 1. Danish hip arthroplasty registry (dhar) ¿ denmark: 2021 annual report. - spectron ef femoral stem: implanted in five hundred and eighty-four (584) primary total hip arthroplasty (tha) procedures between 01-jan-2006 and 31-dec-2021. From these thirty-three (33) hips were later revised due to unknown reasons. - reflection xlpe all-poly cup: implanted in three hundred eighteen (318) primary tha procedures between 01-jan-2006 and 31-dec-2021. From these, four (4) hips were later revised due to unknown reasons. 2. Dutch arthroplasty registry (lroi) ¿ the netherlands: online 2024 annual report. - spectron ef femoral stem: implanted in six thousand nine hundred and ninety-seven (6,997) primary tha procedures between 01-jan-2007 and 31-dec-2023. From these, two hundred eleven (211) hips were later revised due to reasons not specified by the joint registry. - reflection xlpe all-poly cup: implanted in five thousand forty-six (5,046) primary tha procedures between 01-jan-2006 and 31-dec-2021. This acetabular cup was combined with a spectron ef stem in all instances. From these, one hundred thirty (130) hips were later revised due to reasons not specified by the joint registry. These revision surgeries are already counted and summarized in the total quantity of revisions reported for the spectron ef femoral stem. 3. Regional register of orthopedic prosthetic implantology (ripo) ¿ italy: 2021 annual report. - reflection xlpe and cpe all-poly acetabular cup: implanted in one thousand one hundred sixty-three (1,163) primary tha procedures between 01-jan-2000 and 31-dec-2021. From these, ninety-four (94) hips were later revised due to reasons not specified by the joint registry. 4. New zealand joint registry (nzjr) ¿ new zealand: 2024 annual report. - spectron ef femoral stem: implanted in eight thousand thirty (8,030) primary tha procedures between 01-jan-1999 and 31-dec-2023. From these, one thousand sixteen (1,016) hips were later revised due to reasons not specified by the joint registry. - reflection xlpe and cpe all-poly acetabular cup: implanted in four thousand sixty-one (4,061) primary tha procedures between 01-jan-1999 and 31-dec-2023. From these, four hundred thirty-six (436) hips were later revised due to reasons not specified by the joint registry. Among the reported revisions involving reflection xlpe and cpe all-poly acetabular cups, three hundred and ninety-nine (399) occurred in hips paired with a spectron ef femoral stem. Since these events are included in the total count for the spectron ef femoral stem, only thirty-seven (37) additional revisions will be added to the total number of events summarized in the 3500a form. - genesis uni unicondylar knee replacement (uka): implanted in three hundred fifty-nine (359) primary uka procedures between 01-jan-1999 and 31-dec-2023. From these, fifty-seven (57) were later revised due to unknown reasons. - cpcs femoral stem: implanted in four hundred (400) primary tha procedures between 01-jan-1999 and 31-dec-2023. Form these, nine (9) hips were later revised due to unknown reasons. 5. Michigan arthroplasty registry (marcqi) ¿ united states: 2024 annual report. - anthology femoral stem: implanted in six thousand four hundred and one (6,401) primary tha procedures between 15-feb-2012 and 31-dec-2023. From these, one hundred seventy-four (174) hips were later revised due to the following reasons: thirty-eight (38) hips due to dislocation/instability, thirty-nine (39) hips due to aseptic loosening, thirty-three (33) hips due to joint infection, thirty (30) hips due to periprosthetic fracture of femur, twelve (12) hips due to malalignment, seven (7) hips due to pain, ten (10) hips due to implant failure, three (3) hips due to periprosthetic fracture of the acetabulum and two (2) hips due to metal reaction/metallosis. The exact number of revisions performed is not reported by marcqi; therefore, it is not possible to determine whether multiple reasons for revision apply to a single revision case. For the purpose of this report, each revision will be considered to have a one-to-one relationship with a single reason. Altogether, a total quantity of one thousand seven hundred sixty-five (1,765) revision cases have been reported in the above-mentioned registries for the smith+nephew devices referenced in this report.

Manufacturer narrative:
Additional information: a2 (mean patient age added). Corrected data: b5 (event narrative), d1 ('spectron hip stems' removed from brand name, as the 3500a form incorporates several products), e1 (contact information previously provided should be removed, as the 3500a form incorporates several literature sources), h2 (total quantity of summarized events is now 1,765), h6 (additional codes added for 'health effect - clinical code' and 'medical device problem code' pertaining to the additional events incorporated to this 3500a form submission). H11: this report is submitted in response to the FDA¿s observations regarding smith+nephew¿s (s+n) summary MDR reporting practices under lit2400780, communicated on july 1, 2025. As a result, the MDR with reference 1020279-2025-01028 incorporates all the literature data sharing the following bundling criteria: registration number: 1020279, report type: serious injury, product classification code: jdi. Additional complaints have been added since the previous submission on june 8, 2025: (B)(4). Except for the corrected fields noted above under 'corrected data,' the information provided in the required fields of the prior 3500a form submitted on june 8, 2025 remains unchanged. Reporting quarter: 2 (april 1 - june 30, 2025) uniform resource locators: https://danskhoftealloplastikregister.dk/en/publications/annual-reports/ https://www.lroi.nl/jaarrapportage/ https://ripo.cineca.it/authzssl/reports.html http://www.nzoa.org.nz/nzoa-joint-registry https://marcqi.org/dev/wp-content/uploads/2024/12/annual-report-comprehensive-posted.pdf summary of adverse events: based on the review of literature sources, several revision surgeries have been reported following the use of smith+nephew prostheses in primary and revision arthroplasty procedures: 1. Danish hip arthroplasty registry (dhar) ¿ denmark: 2021 annual report. - spectron ef femoral stem: implanted in five hundred and eighty-four (584) primary total hip arthroplasty (tha) procedures between 01-jan-2006 and 31-dec-2021. From these thirty-three (33) hips were later revised due to unknown reasons. - reflection xlpe all-poly cup: implanted in three hundred eighteen (318) primary tha procedures between 01-jan-2006 and 31-dec-2021. From these, four (4) hips were later revised due to unknown reasons. 2. Dutch arthroplasty registry (lroi) ¿ the netherlands: online 2024 annual report. - spectron ef femoral stem: implanted in six thousand nine hundred and ninety-seven (6,997) primary tha procedures between 01-jan-2007 and 31-dec-2023. From these, two hundred eleven (211) hips were later revised due to reasons not specified by the joint registry. - reflection xlpe all-poly cup: implanted in five thousand forty-six (5,046) primary tha procedures between 01-jan-2006 and 31-dec-2021. This acetabular cup was combined with a spectron ef stem in all instances. From these, one hundred thirty (130) hips were later revised due to reasons not specified by the joint registry. These revision surgeries are already counted and summarized in the total quantity of revisions reported for the spectron ef femoral stem. 3. Regional register of orthopedic prosthetic implantology (ripo) ¿ italy: 2021 annual report. - reflection xlpe and cpe all-poly acetabular cup: implanted in one thousand one hundred sixty-three (1,163) primary tha procedures between 01-jan-2000 and 31-dec-2021. From these, ninety-four (94) hips were later revised due to reasons not specified by the joint registry. 4. New zealand joint registry (nzjr) ¿ new zealand: 2024 annual report. - spectron ef femoral stem: implanted in eight thousand thirty (8,030) primary tha procedures between 01-jan-1999 and 31-dec-2023. From these, one thousand sixteen (1,016) hips were later revised due to reasons not specified by the joint registry. - reflection xlpe and cpe all-poly acetabular cup: implanted in four thousand sixty-one (4,061) primary tha procedures between 01-jan-1999 and 31-dec-2023. From these, four hundred thirty-six (436) hips were later revised due to reasons not specified by the joint registry. Among the reported revisions involving reflection xlpe and cpe all-poly acetabular cups, three hundred and ninety-nine (399) occurred in hips paired with a spectron ef femoral stem. Since these events are included in the total count for the spectron ef femoral stem, only thirty-seven (37) additional revisions will be added to the total number of events summarized in the 3500a form. - genesis uni unicondylar knee replacement (uka): implanted in three hundred fifty-nine (359) primary uka procedures between 01-jan-1999 and 31-dec-2023. From these, fifty-seven (57) were later revised due to unknown reasons. - cpcs femoral stem: implanted in four hundred (400) primary tha procedures between 01-jan-1999 and 31-dec-2023. Form these, nine (9) hips were later revised due to unknown reasons. 5. Michigan arthroplasty registry (marcqi) ¿ united states: 2024 annual report. - anthology femoral stem: implanted in six thousand four hundred and one (6,401) primary tha procedures between 15-feb-2012 and 31-dec-2023. From these, one hundred seventy-four (174) hips were later revised due to the following reasons: thirty-eight (38) hips due to dislocation/instability, thirty-nine (39) hips due to aseptic loosening, thirty-three (33) hips due to joint infection, thirty (30) hips due to periprosthetic fracture of femur, twelve (12) hips due to malalignment, seven (7) hips due to pain, ten (10) hips due to implant failure, three (3) hips due to periprosthetic fracture of the acetabulum and two (2) hips due to metal reaction/metallosis. The exact number of revisions performed is not reported by marcqi; therefore, it is not possible to determine whether multiple reasons for revision apply to a single revision case. For the purpose of this report, each revision will be considered to have a one-to-one relationship with a single reason. Altogether, a total quantity of one thousand seven hundred sixty-five (1,765) revision cases have been reported in the above-mentioned registries for the smith+nephew devices referenced in this report. Analysis conducted: based on the most recent safety and performance evaluations, the spectron ef hip system, reflection all-poly cup, anthology hip system, cpcs cemented hip system and the genesis uni knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the device. These systems are at least as safe and effective as all their therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. The dhar 2021 annual report, lroi 2024 annual report, ripo 2021 annual report, nzoa 2024 annual report and marcqi 2024 annual report were reviewed for the devices referenced above. For the spectron ef stems, the dhar national annual report for 2021 reported 33 tha revisions leading to a frequency of revision of 5.65%. No class average data for implantations used in primary tha were reported by the dhar. Thus, no benchmark is established based on the data provided by the dhar. The lroi - spectron ef revision rates were higher than the class, which were shown to be driven by previously recorded usage with the reflection all-polyethylene cep cup. Xlpe is the new industry standard, as higher wear rates for cpe over xlpe had been reported. Data from lroi on the spectron ef stem used in combination with reflection all-polyethylene xlpe cup demonstrated performance in line with the class. The nzoa 2024 annual report reported that the spectron ef stem was used with a variety of different acetabular combinations. The spectron ef / r3 porous combination had revision / 100 observation years lower than the class. The spectron ef / reflection cemented combination and spectron ef / reflection porous combination both had revisions / 100 observation years higher than the class. No other information is available in the registry to further evaluate this data. For the reflection all-poly xlpe cup, the dhar national annual report for 2021 reported only four revisions covering usage in primary tha between 1995 and 2021. Data was available for 2 of the 3 similar devices to reflection all-poly xlpe cups. At all times, from 5 to 15 years, the kaplan-meier survivorship of the reflection all-poly cups is in line with the similar devices (exeter rimfit x3 and zca), as defined by overlapping confidence intervals. According to the lroi 2024 annual report, the kaplan-meier revision rate of the reflection all-poly xlpe cup is better (lower) than or in line with the all cemented thas for osteoarthritis class at all time points, as demonstrated by lower or overlapping confidence intervals. A similar performance was observed in the ripo 2021 annual report, where the 5- and 10-year survival rates of the reflection all-poly cups were in line with the class as defined by overlapping confidence intervals. Lastly, the nzoa 2024 annual report showed that reflection all-poly cups were used with different femoral components. The reflection / spectron combination had revisions / 100 observation years significantly higher than the class, as shown by non-overlapping confidence intervals. This may be at least in part due to inclusion of cases utilizing reflection all-poly conventional polyethylene (cpe) cups. Studies have shown that cpe has higher wear than xlpe. The registry does not provide stratification by material to allow further analysis. It should also be considered that the spectron stem is specifically designed and therefore often used for complex primary procedures, which may also contribute to an higher risk for revision. Reflection all-poly cups used in an off-label combination with the exeter v40 stem (stryker) showed revision rates significantly better (lower) than the class. For the genesis uni and the cpcs femoral stems reported in the nzoa 2024 annual report, no statistically significant difference between the revision rate of each system and the revision rate for the corresponding class was observed. Lastly, for the anthology hip stem used in primary tha and reported in marcqi, the 2024 annual report shows that the anthology/polarcup combination demonstrated mean cumulative revision rates in line with the class device through 5 years of follow-up. However, the anthology/r3 cumulative revision rates were significantly higher than the class device at 3 to 5 years of follow up. According to the comprehensive report available at the marqi site, dislocation/instability, aseptic loosening and infection were the most common reasons for revision of anthology/r3 combination. Dislocation/instability as a reason for revision is not necessarily specific to the subject device. Infection as a reason for revision is not necessarily specific to the femoral stem and could be specific to other components associated with the tha or related to the perioperative environment. Initially one of the bearing options for r3 was a mom bearing, an option not anymore available for use with anthology. No further data are available from the marcqi registry to further stratify the data in relation to bearings, or other factors, such as distribution of indications. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.